Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with tah/bso with removal of pelvic mass, moscheowitz repair of enterocele, repair of cystourethrocele and vaporization of pelvic endometriosis due to menometrorrhagia, sui, left-sided pelvic mass and pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent CT scan, cystoscopy and video urodynamics due to urinary incontinence, uti¿s, h/o hematuria and dyspareunia on (B)(6) 2011 and cystoscopy due to utis¿, voiding dysfunction s/p mesh, urinary urgency and dyspareunia on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.